Event description:
It was initially reported that the site was indicating that their handheld computer was not functioning. They were having difficulties with interrogations of one of their patients at the time of the report, but was able to use another programming system to complete the appointment. The interrogations were showing that was successful, but would not progress past this screen. The nurse was able to return to the main screen following a hard reset of the device. The nurse was able to later use the hand held computer successfully on other patients following the reset of the device. No further issues were reported with the device. This is a known event to occur with the software, which is resolved with a soft or hard reset of the hand held computer.